Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump errors alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Alarm did not clear by selecting ok. The insulin pump screen did not turn off. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. The problem is isolated to the electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify pump error 35, 24, 40 or unexpected battery power loss due to critical pump error (open book image) alarm.